Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker oversensed noise on the right ventricular (rv) lead resulting in 4.5 seconds of pacing inhibition. The patient is pacemaker dependent and had a syncopal event. The rv lead impedances were reported to be stable. The rv sensitivity was programmed more sensitive.